Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of the water through the instrument and suction channels. The air/water channel and auxiliary channel were flushed. The detergent used for precleaning and manual cleaning was instrunet. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. Manual disinfection was not done. The scope was stored vertically in a simple cabinet with no drying function. The scope was eog/eto sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from a field service technician reported that there were no positive results for microbiological control of the washers and the washers were not contaminated.

Manufacturer narrative:
This report is being supplemented to provide evaluation information. During device evaluation at olympus, it was found the biopsy channel leaked, the scope cover at the distal end was cracked, and the bending section cover glue was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The protocol involved careful manual brushings of the channels using enzymatic detergent and submerge, changing the enzymatic detergent daily, handling the scope with gloves, submitting the tubes in the cycle immediately afterwards, thermo-disinfection in the washing machine, perform leak test, and store vertically. The wash cycle was repeated in 48 hours had passed since the last wash cycle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope tested positive for an unexpected contamination. The bacteria did not disappear after the scope went through washing and disinfection. The customer noted the washing machine had been checked for any potential malfunctions. The contamination of the scope was found through routine cultures performed by the site. There was no reported patient harm or impact due to this event.